Event description:
It was reported that there was a separation between the tubing and twist clamp of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photograph did not show evidence of the reported condition. Due to receiving only a photograph, further analysis could not be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.